Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material on the catheter was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet and appeared free of obvious use residues. Black material was bonded to the catheter shaft near the valve. Tactile inspection of the adhered material revealed to be malleable. The material stretched during manipulation but remained adhered to the catheter. Microscopic inspection of the adhered material revealed it to appear polymeric in nature. The material appeared consistent with the tungsten polymer used to form the distal tip of the catheter. The material adhered to the catheter shaft appeared consistent with material used during device assembly and was likely deposited during device manufacture. Photographs have been forwarded to the manufacturing site.

Event description:
It was reported that there were foreign matters at the tip of the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1194 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were foreign matters at the tip of the catheter. No other information was provided.